Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
Customer reports indwelling single lumen PICC line was damaged when the patient pulled on the extension legs, causing the extension legs to break away from the device. PICC line was removed.

Event description:
Customer reports indwelling single lumen PICC line was damaged when the patient pulled on the extension legs, causing the extension legs to break away from the device. PICC line was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The extension tubing was completely detached from the molded joint and was not returned for evaluation. Microscopic inspection of the proximal end of the molded joint revealed what appeared to be a fragment of extension tubing remaining within. The presence of a tubing fragment was confirmed when the sample was dissected. The fragment exhibited a granular fracture surface with a flat, even surface. The tubing break features were typical of a tearing failure of the material. These observations were consistent with the event description, which indicated that the catheter was exposed to pulling force when in place. It appeared that pulling resulted in tensile failure of the extension tubing. H3 other text : evaluation findings are in section h.11.